Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that after an injection, the needle was unable to be captured in the safety device. No adverse health outcomes were reported. See MFR: 3012307300-2016-00096; 3012307300-2016-00097; 3012307300-2016-00098.